Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation ablation procedure, after inserting the sheath into the patient, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted, but air continued to be aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.